Event description:
Boston scientific received information that left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms with large variations in threshold measurements. Loss of lv capture and pacing were also noted. An x-ray revealed that the lead had frayed insulation and a possible fracture. A lead revision procedure was performed and the lv lead was surgically abandoned. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.